Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was monitored via merlin.net. Transmissions showed that the pacemaker exhibited far-field r-wave oversensing, which resulted in inappropriate at/af detection. No intervention was performed. There were no patient consequences.